Manufacturer narrative:
Analysis found no fault or malfunction with the mainframe. The device was received in good condition. The device was received with the latest software version v 2.0.0.0. Gui v2014 11.11.921 gui v2014 2.12.833. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe was defective. There was no patient impact.